Manufacturer narrative:
Device has not yet been received for evaluation. When device is received and investigation is complete, a follow-up MDR will be filed.

Event description:
During surgery, the base of the syringe cracked. As a result, the surgeon took out cement from the syringe and packed it in medullary with his hand. The procedure was completed and no pt injury was reported.